Event description:
During a percutaneous transluminal angioplasty to the dialysis shunt vein the balloon ruptured. The target lesion was located in a vein of the forearm (unk side). There was mild calcification and mild vessel tortuosity with 90% stenosis present. There were no anomalies noted during product inspection or when prepping device. An indeflator was use for inflating balloon however the report indicated that at 8atm the balloon ruptured. There was no separation of any balloon part, no vessel dissection or deflation difficulty reported. The balloon was withdrawn without difficulty through the sheath introducer. There was no adverse consequence to the pt. As per contact, there are no additional pt, vessel, lesion, or procedural information available. This product will be returned for evaluation and testing.